Manufacturer narrative:
Continuation of d10: product ID 37751 serial (B)(6) : product type recharger product ID 37761 serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial (B)(6) : medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient rep called back to report that in the last 3 days they noticed the recharger was unresponsive again when they tried to charge the patient's implantable neurostimulator (ins). The caller mentioned that maybe 3 weeks ago they noticed the desktop charger (dtc) connector pin was bent. However, the caller confirmed that the recharger still took a charge from the dtc. The caller mentioned that resetting the recharger resolved the unresponsiveness the last time they called about this issue (see call code notes), so agent had the caller reset it again. After resetting the recharger, the caller confirmed the recharger resumed normal functioning and the patient was able to charge their ins. Due to the recurrent nature of the recharger's unresponsiveness, agent determined that the recharger was unreliable. Email was sent to the field to request shipping information to transition the patient to the wireless recharger. The caller mentioned that the patient has an appointment at osu next thursday at 11:00 am with a nurse at their managing hcp's office. No symptoms reported.

Manufacturer narrative:
H3. Analysis of the desktop charger (s/n (B)(6)) found the cord was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported a possible cause for the unresponsive recharger was due to the device being 5 years old. The issue with the recharger being unresponsive was resolved through resetting the device, but the issue kept happening so the patient got a new recharger which resolved the issue.